Event description:
A customer reported that during surgery, the pt parameter info dropped off of the pt monitor's screen. The monitor returned to normal operation and the case continued.

Manufacturer narrative:
The item was returned to spacelabs for investigation. Symptoms similar to those reported have been observed. The root cause is still under investigation. A follow-up report will be filed as soon as info is available.